Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they able to get medstation working. The customer informed that the issue automatically resolved and no additional information was available. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had main drawer 2.1 cubie pockets not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.